Manufacturer narrative:
The returned blower motor was tested, and the customer complaint was verified. The root cause is a mechanical failure of the blower motor.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 03/10/2021.

Event description:
The customer reported blower stalled error. The field service engineer (fse) was able to duplicate the reported problem. The customer reported that the unit was not in use on a patient. The issue was discovered during setup. No delay in therapy and no medical intervention noted. The field service engineer (fse) replaced the blower assembly to address the reported issue.